Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump(iabp) had vacuum level is low during preventive maintenance. There was no patient involved.